Event description:
Medtronic received information through an oral presentation presented at the european associated for cardio-thoracic surgery meeting that in the study presented, 66 patients implanted with medtronic stent-less bioprosthetic freestyle valves were followed in a group of 179 patients comparing the performance of bioprosthetic verses homograft replacement of the right ventricular outflow tract (rvot) during ross procedure in adults. It was reported that twelve patients required reintervention, due to dysfunction of the rvot replacement. Reason for structural deterioration was endocarditis (n=4) or degeneration (n=2). The remaining cause of non-structural deterioration was stricture at the rvot suture line in six patients. In patients with a homograft the incidence rate for reintervention was 1:150 patient years, compared to 1:35 patient years in the bioprosthesis group (p=0.005). Mean gradients were 15 mmhg in the homografts and 24 mmhg in bioprosthesis ((B)(4)). Incidence of gradients 40 mmhg was seven times higher in the bioprosthesis group. The conclusion was: patients with bioprosthesis in the rvot position after the ross procedure showed a significantly higher risk for early reintervention or pulmonary graft dysfunction. Most of these events occurred within two years after the operation, and the main cause seemed to be stricture at the rvot suture line causing higher gradients. It was reported in the presentation that these "strictures" were iatrogenic technical failures. The presenter described that they are now using a pericardial sheath to extend the outflow tract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Furthermore, no serial numbers were provided, so no device history review could be performed. Based on the limited information available, the root cause of this event could not be determined; however, the presenter determined the cause of the event was related to patient condition and/or implant technique.